Event description:
The customer reported, the system beeped as if creating fluoroscopy x-rays. No report of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply on the mainframe was adjusted. The transformer nuts were torqued and the flash memory was erased and reloaded. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.